Event description:
The right femoral artery was cannulated percutaneously. A left ventriculogram was performed with a pigtail catheter injecting 50 cc of hexabrix low osmolality contrast. Coronary angiograms were performed. Attempts to suture the right femoral artery puncture site. The tip of the perclosed device became entrapped as the suture was tied & couldn't be easily withdrawn. After further traction the tip separated from the device. Pt left cath lab in stable condition. On fluoroscopy the distal 2-3 cm tip of the device could be visualized at puncture site in the subcutaneous tissue. Pt has severe disease requiring surgical revascularization. The retained tip was extracted at the time of surgery.